Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("excessive rashes") and migraine ("excessive migraine headaches"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, dyspareunia, rash and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, medical device discomfort, migraine, pelvic pain and rash to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2008. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure (batch no. 789035) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), rash ("excessive rashes") and migraine ("excessive migraine headaches"). At the time of the report, the pelvic pain, medical device discomfort, heavy menstrual bleeding, back pain, abdominal pain, abdominal distension, dyspareunia, rash and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, medical device discomfort, migraine, pelvic pain and rash to be related to essure. The reporter commented: insertion date as per pfs: (B)(6) 2008. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Product indication, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.